Manufacturer narrative:
Concomitant medical products: product ID: addr01 ipg ,implanted: (B)(6)2010.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and the right ventricular (rv) lead was fractured. Both l eads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.